Manufacturer narrative:
Additional information: affected load was not released. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The cause could not be determined. The issue could not be verified as the product was not returned for review and no further information was available. It is unlikely the issue was with the unit as the field service engineer confirmed that the unit was working per specifications. No further issues have been reported. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is tyvek® roll 20in x 228ft. Common device - the correct common device is tyvek rolls. Catalog number - the correct catalog number is 12450.

Event description:
A customer reported the tyvek® roll with sterrad® chemical indicator did not change color correctly after a completed cycle of a sterrad® 100s. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of tyvek® roll with sterrad® chemical indicator not changing color correctly. Asp will continue to follow up for additional information. Complaints (B)(4) are related complaints from the same facility. This is three of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00295, 2084725-2016-00309, and 2084725-2016-00306.